Event description:
Customer called to report that the unicel dxi 600 access immunoassay system generated a higher than expected bhcg (beta human chorionic gonadotropin / pregnancy hormone) result above the normal reference range for one patient sample. The erroneous result was reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted. Repeat testing of the original sample was performed on both the original instrument and an alternate access 2 instrument in the laboratory. Both instruments produced lower bhcg results within the normal reference range that better matched the patient's clinical presentation.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and performed a high sensitivity system check, which passed within instrument specifications. The fse also performed a 10 replicate precision test using the patient sample. The fse obtained a %cv (coefficient of variation) of 5%, which is well within the assay's stated precision claim of <10%. The fse did not note any hardware issues that would have contributed to the erroneous results. The cause of the event is unknown and could not be determined. Customer has not called back to report any further issues relating to this event.(B)(4).